Event description:
It was reported that tap was inserted into the patient's left s1 pedicle and when attempting to drive the device through the anterior cortical plane, the tap broke approximately 70mm from the distal tip of the instrument. Vice grips were used to remove the broken tip which was discarded by the customer. The difficulty resulted in a delay of about ten minutes with no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection under 10x magnification found the fractured surface of the tap to exhibit a rough/grainy surface. The fracture/break did not occur completely in a single plane across the cross sectional area of the tap. Material was confirmed via supplier certificate of conformance and material hardness met specification hardness. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. No definitive conclusions can be made. However, the tap may have been subjected to an unexpected level of stress, resulting in fracture. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The remaining section of the tap is being returned for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.